Event description:
"The customer reported: ""the green needle has an ineffective sealing system with the syringe, resulting in an unstable connection that doesn't seal properly, causing leaks and interfering in the correct dosage of the medication"".

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 09/25/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct report type - adverse event and product problme provided in the initial MDR [3014312726-2024-00313]. The previously reported was incorrect. The correct report type is product problem only.